Event description:
Complainant alleged that while attemting to defibrillate pt in cardiac arrest the device charged to 120 joules and then internally dumped the energy and failed to disgharge. The paramedic charged the energy to 120 joules a second time, and pressed the "shock" button and the device successfully discharged 120 joules. The paramedic charged the device to 150 joules, however the device internally dumped the energy prior to discharging. The device was charged to 150 joules a second time, for the fourth attempt to treat the pt and the device successfully administered 150 joules to the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.